Event description:
It was reported that right atrial lead was unable to be successfully implanted due to high thresholds. The lead was explanted and replaced. No adverse patient effects. Product investigation complete. Lead was found to meet specifications.

Manufacturer narrative:
The product has been received for analysis. Product investigation is complete. Laboratory was not able to confirm allegations. As no further information concerning this report is expected, our investigation is complete.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that right atrial lead was unable to be successfully implanted due to high thresholds. The lead was explanted and replaced. No adverse patient effects.